Event description:
The bedside monitor displays no picture. The green led does not light up. There is no signal on the central station sirecust 120c monitor. However, the alarm does not go off (no alarm sound) in the main room.